Event description:
It was reported that after placing specimen in an open specimen bag. Surgeon pulled the thumb plunger back and then released the suture to drop the bag. While removing the specimen, the surgeon noticed support arms had fallen into the abdomen. The surgeon retrieved the support arms with a grasper with no consequences to the pt.